Event description:
Per this surgeon's report, this child no longer received benefit from her cochlear implant. The last implant test showed all open circuit electrodes. Electrode position was confirmed. Integrity testing could not be performed. Guided troubleshooting on 1/18/2007, resulted in the conclusion that this device is not functioning within specifications. Cochlear recommended explantation/reimplantation surgery.